Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to troubleshoot the issue at that time, attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.